Event description:
Event was reported to caldera medical by an attorney. The patient has suffered severe and permanent personal injuries, including, but not limited to, severe stress incontinence and urgency which becomes very painful, recurrence of multiple urinary tract infections, and pain during intercourse. No further information has been provided.